Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/01/2025, it was reported by a sales representative via phone that an ar-2372blo knotless ac tightrope open repair implant had the button fall off of the inserter upon implantation. They had not implanted all the way, and it fell off before going into the second bone. Button and sutures were removed from the patient. The case was completed using another of the same product from a different lot without issues. The case was delayed less than 15 minutes, and it is unknown if additional anesthesia was administered to the patient. This was discovered during a chromium clavicular midclavicular joint repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error. This includes inadequate bone tunnel preparation, which can lead to uneven passage; improper tensioning of the suture during deployment; incorrect alignment of the button prior to insertion; and premature pulling of the suture before the button is fully positioned. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.